Event description:
It was reported that issues were identified with a customer's tandem pump, which had error codes requiring resets and would stop working during the night, leading to a loss of reliability. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.